Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the malfunction via phone. The tse instructed the customer to perform a ground insolation check. And a graphical user interface (gui) cable check. Covidien was unable to contact the customer to verify repairs. This report is currently being investigated. As add'l info is obtained a supplemental report will be submitted. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator became inoperable while being used on a pt. The ventilator was reported to have experienced a breath time monitor failure. No reports of pt injury were received.